Event description:
This senior medical surveillance specialist spoke with the patient/layperson to clarify information her sister, the reporter/layperson, had given to a customer care advocate, cca, on 9/14/09. The patient reported the following to this specialist regarding the alleged power issue with her onetouch ultra2 meter. The pt changed the meter's battery after it would not turn five months prior. When it still would not power on, the patient discontinued testing. However, she continued taking her daily metformin tablets and 20 units of novolin at night. During that time frame, the patient did not see her doctor. Two months prior to her call to customer service, the patient was reportedly feeling unwell. "I was up and down." The patient was sweating and thirsty for two weeks. When her vision became blurry, her sister drove her to the emergency room where her blood glucose on the ER meter was around 400 mg/dl. The patient was treated with an injection of insulin (unknown amount and type) and given water to drink for dehydration. She was not treated with IV fluids or IV insulin. Twelve hours later, the patient was released. During troubleshooting with the patient's sister, the cca discovered the battery had been incorrectly inserted, resolving the alleged issue. However, the cca replaced the meter and test strips. Because the patient discontinued testing when she thought the meter would not turn on, and later was treated for hyperglycemia and symptoms that are associated with hyperglycemia, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.